Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 03/06/2015: lot 145415 - (B)(4) stems produced and released on 10/13/2014. No anomalies found. To date, (B)(4) stems of that lot have been sold without any other similar event. On 03/06/2015, we received the confirmation that the implant will not be received back. On 03/06/2015, the medical affairs director made the following eval, based on the x-rays received: " I do not have a good enough description of the event. Can I assume it was a trauma that happened to the pt at some stage after the first operation? Also, from the pictures it is rather difficult to analyze the shape of the fracture. With some assumptions, I can assume that this was a periprosthetic fracture, possibly originating from a traumatic event. I have no reports indicating implant failure. Therefore, if it was a trauma and consequent femoral fracture that required a reoperation to be stabilized, there is no implication of our implants."